Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn(B)(6) was performed from date of manufacture 10/19/2016 to the present date 12/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has a broken display. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
Additional information:e2, e4, g2(report source), h6. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19oct2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device has a broken display. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a broken display. No additional information was provided. No patient involvement was noted.